Event description:
It was reported that customer received a minimum fill notification and experienced difficulty loading multiple filled cartridges onto pump, with first two cartridges not loading successfully. There was no adverse impact to the customer's blood glucose level. Customer opted to complete load process with a new filled cartridge during call, technical support confirmed correct steps to remove air from cartridge, and customer successfully loaded cartridge and resumed insulin delivery, with cartridges to be added to replacement program.